Event description:
A pharmacist reported a patient experiencing blurry vision seven years following intraocular lens (iol) implant surgery. The surgeon noticed that the lens was opaque. The lens was explanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 12/19/2008.